Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited noise and oversensing resulting in 2 separate inappropriate shocks to this patient. Technical services (ts) discussed needing to try to reproduce the noise. This electrode remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited noise and oversensing resulting in 2 separate inappropriate shocks to this patient. Technical services (ts) discussed needing to try to reproduce the noise. This electrode remains in service at this time. No adverse patient effects were reported. Additional information was received that additional episodes occurred with oversensing resulting in inappropriate shocks. Ts discussed this was possible sense b oversensing. This patient received a concomitant leadless dual pacemaker in which low r wave amplitude was observed. Ts recommended defibrillation threshold (dft) testing however the physician opted not to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to: removed device explanted impact code and added device revision or replacement impact code.

Event description:
It was reported that this electrode exhibited noise and oversensing resulting in 2 separate inappropriate shocks to this patient. Technical services (ts) discussed needing to try to reproduce the noise. This electrode remains in service at this time. No adverse patient effects were reported. Additional information was received that additional episodes occurred with oversensing resulting in inappropriate shocks. Ts discussed this was possible sense b oversensing. This patient received a concomitant leadless dual pacemaker in which low r wave amplitude was observed. Ts recommended defibrillation threshold (dft) testing; however, the physician opted not to. Additional information was received that this electrode was surgically abandoned and replaced with a non-boston scientific system. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited noise and oversensing resulting in 2 separate inappropriate shocks to this patient. Technical services (ts) discussed needing to try to reproduce the noise. This electrode remains in service at this time. No adverse patient effects were reported. Additional information was received that additional episodes occurred with oversensing resulting in inappropriate shocks. Ts discussed this was possible sense b oversensing. This patient received a concomitant leadless dual pacemaker in which low r wave amplitude was observed. Ts recommended defibrillation threshold (dft) testing however the physician opted not to. Additional information was received that this electrode was surgically abandoned and replaced with a non-boston scientific system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.